Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. To address the issue, the customer loaded a new cartridge and resumed insulin delivery. Although requested by tandem technical support, the customer declined to perform a system check to determine a cause of the occlusions. Blood glucose level was 162 mg/dl.